Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer and manufacturer representative regarding a patient who was receiving morphine via intrathecal drug delivery pump. The indication for use of the pump was non-malignant pain. It was reported that the patient was getting error code 8476, and it was later stated that the pump motor had stalled. What led to the event and how the issue was identified was reportedly unknown, but the pump was subsequently replaced. As of (B)(6) 2016, the issue had resolved and there was no patient injury. The event date, troubleshooting performed, cause of the motor stall, and symptoms were not reported. Follow-up was requested to obtain additional information.